Event description:
On (B) (6) 2010, the lay-user/reporter contacted lifescan (lfs) alleging that the one touch ultra2 meter is giving inaccurate high readings. On 03/31/10, this medical surveillance specialist contacted the reporter to clarify information obtained during the initial phone call. The patient tests her blood glucose 3 to 4 times per day and manages her diabetes with self adjusting insulin. On the evening of (B) (6) 2010, the reporter felt that the suspect meter was giving inaccurate high readings (unspecified numeric value). The patient reportedly ate a light dinner based on the alleged elevated reading. Since the reporter felt that the elevated readings were inaccurate, the patient did not take any insulin that evening. The patient went to bed that night and woke up at 2:23 am on (B) (6) 2010 with symptoms described as "dizziness, loss of sight, right arm won't work, and weak," and tested at "94 mg/dl" on the subject meter. Within 2 minutes, the paramedics arrived and tested the patient at "54 mg/dl" on the emt meter. The paramedics provided the patient with IV glucose treatment. The patient was not taken to the hospital for any further treatment. The reporter felt that the patient had mismanaged her diabetes based on the elevated reading obtained on the lfs product prior to the reported symptoms and medical intervention. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. During troubleshooting, the customer care advocate noted that the test strips were in good condition and within the discard date, the testing technique was correct, and the results were taken from an approved test site. This complaint is being reported because the reporter claimed that the patient developed hypoglycemia and received medical intervention after the alleged issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.